Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: if in your possession may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon?

Event description:
It was reported by the patient that she underwent a gynecological procedure on an unknown date and mesh was implanted. The patient stated that the mesh has embedded into her bladder. She has experienced damaged nerves and incontinence. Additional information has been requested.